Event description:
It has been reported to co that post procedure the pt experienced a pulmonary embolus. Reportedly, the incident was not detected immediately. The pt was treated medically with heparin and coumadin. Also a venous dopler was performed with no evidence of deep vein thrombosis noted. The pts status is unk at this time. The device has been discarded.